Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that was mildly calcified and heavily tortuous. The xience sierra stent delivery system met resistance with the anatomy during advancement and failed to cross. During removal, there was also resistance with the anatomy. The proximal shaft bent and the stent struts flared. A new xience sierra was used to successfully complete the procedure. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation and twisted / bent material were confirmed. The reported failure to advance and difficult to remove could not be tested as they were based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.